Event description:
A customer contacted baxter's global technical service center to report an alarm on the homechoice (hc) machine during prime. The alarm was explained. While troubleshooting, the spike went into the bag more when pressed in. The hc was back at prime. Product surveillance followed-up with the home patient (hp) on (B)(6) 2010. The hp stated he had spiked the bag by hand without use of an assist device. The hp stated he was able to prime the setup and continue therapy with no further issues, discarding the setup after use. The lot number of the cassette was (B)(6). There was no patient injury or medical intervention associated with the incident.

Manufacturer narrative:
(B)(4). The device was discarded. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint cannot be confirmed in the lab due to a lack of sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. During troubleshooting, the patient realized that one of the supply bags was not fully spiked. Based on the information obtained during baxter's investigation, this incident was determined to be related to improper setup of the supply bag. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).